Event description:
Information received from the field notes that the patient presented for a follow-up complaining of rapid heart rates. Interrogation showed an inappropriate rate response of 100 ppm although the device was programmed to 70 ppm. Several attempts to decrease the rate were unsuccessful until the device was programmed to a base rate of 50 ppm. The pacing rate decreased to 80 ppm and then to 70 ppm where it stayed. The patient will be monitored.